Event description:
The manufacturer received information alleging a trilogy evo was alarming for a ventilator inoperative alarm condition. There was no harm or injury reported. During the evaluation a ventilator inoperative alarm condition was observed in the device's downloaded event log. The device's system board and display board were replaced to address the issue. Additionally, an e 200 service required alarm condition indicating a failure of the buzzer alarm was observed. The buzzer assembly was replaced to address the issue. Although a buzzer failure occurred, the device is designed with two independent audible alarm speakers with independent circuitry which ensures the device will sound an audible alarm to alert the caregiver in the event of a speaker failure. There would be no increased risk of harm or injury to the intended user if this type of malfunction were to recur. This type of malfunction would not affect device performance.